Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the device was firing double clips with one release of the trigger. There was no patient consequence.